Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. The instrument was fully functional.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for evaluation, however it has not yet been received. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video clip for the reported event was submitted to isi for review. A review of the instrument log for the prograsp forceps instrument (part#471093-11/lot# k10220307 0382) associated with this event has been performed. Per logs, the prograsp forceps instrument was last used on (B)(6) 2022 on system (B)(4). This complaint is being reported based on the following conclusion: it was alleged that the instrument failed to release from tissue with no evidence or claim of mishandling or misuse. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy - radical with lymphadenectomy surgical procedure, the prograsp forceps instrument held tissue firmly and could no longer be loosened. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.